Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high impedance. The daily pacing impedance trend data showed a ventricular unipolar impedance spike to greater than 4000 ohms on (B)(6) 2014, then the unipolar and bipolar impedance measurements on (B)(6) 2014 were within normal range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient received ablation, the device measured high right ventricular impedance in the unipolar configuration and low impedance in the bipolar configuration. After several re-interrogations, the device measuring issue resolved the next day. The device remains in use. No patient complications have been reported as a result of this event.